Event description:
It was reported that a patient using an ilet experienced hyperglycemia with a fingerstick blood glucose of 401 mg/dl while the agent assisted with changing supplies; ketones were tested and reported as normal, and troubleshooting and education were completed. Symptoms included elevated blood glucose without reported ketoacidosis or other clinical symptoms. Outcomes included no hospitalization and no medical intervention beyond self-management guidance. Investigation included remote troubleshooting and education regarding high glucose management and confirmation of ketone status. Investigation of this case revealed no device malfunction reported or confirmed and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.